Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device has not been received to date.

Event description:
Stryker rep reported a revision of right hip due to anterior swelling and pain. The surgeon, mr (B)(6), suspects trunionosis and would like to investigate the wear on the 44mm head that was removed. Mr (B)(6) kept the stem and cup; changed the liner in the shell to mdm e components & 28mm delta ceramic head. Product: accolade tmzf in situ with 44mm lfit head & trident cup and liner, sizes unavailable at moment. Original case date : approx. 5 years ago.